Manufacturer narrative:
Product evaluation: the lens was returned. One haptic is pressed against a post of the lens case and is torn on the gusset edge. The lens is tilted in the lens case well area and the optic is broken/torn against a post of the lens case. There is no viscoelastic present on the complaint lens. The complaint lens was malpositioned in the lens case and lens damage was observed. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was crooked, defective. Additional information was requested.